Event description:
It was reported that an error was displayed after ending a session with the programmer. The user cycled power, but the error did not clear. The programmer will be returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that following a session the programmer generated a bsod 0000008e error message. Analysis also confirmed that an electrocardiogram connector was loose, the keyboard case hinges were broken, the system fan was noisy and the floppy disk drive was noisy. Due to the unavailability of repair parts, the programmer will be scrapped out and replaced. (B)(4).